Manufacturer narrative:
Concomitant: product ID 8578, lot# n135371, implanted: 2008-(B)(6), product type accessory. (B)(4)

Event description:
Prior to pump implant, the patient had had multiple spinal surgeries and had crps (chronic regional pain syndrome) in her legs. The patient was taking oral oxycontin; the oral medication was ¿constipating¿, so the patient wanted to try the pump. The pump was implanted in 2008. The patient had increased symptoms of crps despite the pump. The patient had increased pain in her legs. The patient had problems with mobility and sitting for a long time. In (B)(6) of 2010, the patient had the catheter repaired/replaced due to fracture/leak. The fracture/leak was at the pump/catheter connection. It was identified via dye study/fluoroscopy. Per the patient¿s husband, at that time, the patient elected not to have any medication in the pump. The pump was filled with saline and programmed to minimum rate. Per the patient¿s physician the pump was filled with saline in 2013. Prior to being filled with saline, the pump delivered fentanyl. The patient was taking oral medication for pain. The patient outcome was reported as ¿recovered without permanent impairment¿.